Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing, it was noted that the device touchscreen was out of calibration. The device has been identified as part of a product recall. This report represents all info known by the reporter upon query by hospital personnel.

Event description:
The customer contact reported the device touchscreen is not working. The device was returned to the biomed dept with a report the device touchscreen was not working during programming prior to pt use. There were no reports of any adverse pt events or delays in therapies while the device was in clinical setting. No add'l info was provided.